Event description:
During a low anterior colon procedure, one side of staples fired properly and one side did not. The case was completed with another device of the same product code. There was no pt consequence.